Manufacturer narrative:
The customer¿s stated issue of ¿front cases cracked¿ was confirmed through observation of the received pcu¿s. The received pcu¿s were approximately 5 years old and had the original cases still installed. The material for the pcu front cover was changed from fr110 to sabic ¿ valox 364 to improve resistance to chemical attack and environmental stress cracking. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
It was reported that biomed received 7 pcus from mission bay for routine pms preventive maintenance and each of them feature front case cracks the biomed stated; " as the number of pcus affected by the front case cracks continues to grow, there is concern that all of the roughly 500 pcus at mission bay will be affected.the attached pictures show a number of cracks on the front case of the pcu.